Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned armada dilatation catheter noted blood in the guide wire lumen and on the balloon and contrast in the inflation lumen, consistent with being prepared for use and advanced over a guide wire. The balloon was loosely folded, consistent with the attempted inflation. There was no visible damage noted to the balloon catheter. The reported issue was confirmed. A new indeflator, filled with water was used in an attempt to pressurize the balloon to rated burst pressure (rbp), when it was observed that fluid was coming out from the guide lumen port of the hub. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Event description:
Reportedly during use of the armada in the superficial femoral artery with moderate calcification, the balloon would not inflate and air was seen coming out. The device was exchanged for another armada and the procedure completed without further incident. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.